Event description:
It was reported that when the cart was started, the cardiosave intra-aortic balloon pump (iabp) unit had pressure sensor malfunction. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) stated, the equipment has a damaged fiber optic connector and was not in use. To resolve issue replacement of the fiber optic connector was done. The device has passed all functional and safety tests. Repair completed, the equipment released to be used. There was no patient involvement.